Event description:
Reference number (B)(4). Event occurred in the united states. On 26-jul-2024, it was reported that the patient faced infusion set tubing was leaking at the site. The infusion set was in use for less than 24 hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR 1954532- MDR 3003442380-2024-23230- device 2 of 3.